Event description:
Event description guidant received information that this implantable transvenous coronary sinus (cs) lead was not implanted. The physician cannulated the cs, the lead was dropped on the table and the patient's coronary sinus dissected.